Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient went to the emergency room and was admitted at the hospital on (B)(6) 2026, with hyperglycemia with blood glucose levels rising to 350 mg/dl. It was also stated that the patient experienced blurred vision, swelling, at the pod site and dizziness. As treatment, patient was given insulin injections. No further information was provided.